Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedence testing and defibrillation cycling without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The multi-function cable used was not returned as part of this investigation. The device log did not show any device faults, and the clincal information was not available. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a 27-year-old female patient, the device would not go into sync mode. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.